Event description:
In interventional radiology, during a biliary tube exchange, after a benston 150cm guide wire was passed through the 10fr biliary drainage tube; the physician pulled the biliary drainage tube out. The distal 1/4 tip broke off and stayed in the small intestine. This portion was removed with a snare catheter. No injury to the pt.